Event description:
The rv lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on 11/16/2016. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).